Manufacturer narrative:
Product event summary: lead (B)(4): analysis found no anomalies. (B)(4).

Event description:
It was reported that the physician noted on the x-ray that "slack had pulled back on lead" since the initial implant. There was also noted "small r-waves" indicating possible undersensing. The lead was revised. The lead was removed weeks later after the patient developed bacteremia. The lead has been returned. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the physician noted on the x-ray that "slack had pulled back on lead" since the initial implant. There was also noted "small r-waves" indicating possible undersensing. The lead was revised. The lead was removed weeks later after the patient developed bacteremia. The lead has been returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.